Event description:
Per the sales representative, the screws were implanted in the patient's skull, and they were attaching the wire to pull the plates together for a tight fit. When the plates were close together, the screw head of one of the screws came off. The rest of the screw was left in the patient's skull. A team was brought in to find the rest of the screw but it appears that the screw moved to the stomach. No further action was taken by the surgery team and the case was completed.

Manufacturer narrative:
The dimensions/measurable values of the returned device were are in accordance with the specification. The chemical composition conforms to the specification - tial6v4 (ti grade 5). The microscopic and macroscopic investigation results showed that the screw broke in forced rupture mode as a result of too high torsional forces being applied during insertion. No indications were found for any material or manufacturing related issue.

Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
Per the sales representative, the screws were implanted in the patient's skull, and they were attaching the wire to pull the plates together for a tight fit. When the plates were close together, the screw head of one of the screws came off. The rest of the screw was left in the patient's skull. A team was brought in to find the rest of the screw but it appears that the screw moved to the stomach. No further action was taken by the surgery team and the case was completed.